Event description:
The hcp reported the pt had been experiencing increasing pain over the course of a few weeks. It was also reported that there had been "recent high residuals - no low battery alarm." The pump was explanted and replaced and returned to the MFR for analysis. The pt is reported to have recovered without sequela.